Event description:
It was reported that the patient with this implantable lead had exhibited infection. A revision was performed and the crt-d, along with the right atrial (ra) lead, right ventricular (rv) lead and implantable lead were explanted. After a few days, a new system was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).